Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient, coincident with bieffe formulae 55 therapy. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced abdominal pain and peritoneal cloudy effluent with no fever, which was diagnosed as peritonitis. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient began remedial treatment with bristopen and gentamycin. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On (B)(6) 2011, the remedial treatment with bristopen was discontinued and the patient started on remedial treatment with cefacidal. At the time of this report, the peritonitis was ongoing and deteriorated. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. Bieffe therapy was ongoing with no change in dosage. Remedial treatment with gentamycin and cefacidal was ongoing. The patient remained hospitalized. The reporter believed that the event of peritonitis with gram negative organism was not related to bieffe formulae 55 therapy. A causality statement was not provided for the event of break in aseptic technique .

Manufacturer narrative:
(B)(4). This complaint is for a report of use error-breach in aseptic technique. A batch review was not performed because the lot number was unknown. This issue is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. The label review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.